Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the cable was connected to a temporary pacemaker but failed to capture. Troubleshooting steps were taken to replace it with another cable, which resolved the issue. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: analysis was able to confirm the customer's comment that the patient cable failed to capture when connected to a temporary pacemaker. It was noted that the pins inside the plug were damaged and misaligned. Additionally, tests were performed using test probes, and found that the plug was unable to plug into the output connector, and all the continuity tests were open. It was noted that the positive continuity test was intermittent and opened by plug strain relief. However, the negative continuity tests were observed to be okay and no intermittent or shortened connections were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.